Manufacturer narrative:
The following additional information was received per the patient¿s medical records: the patient has a history of dvt and pulmonary embolism. The filter was implanted after patient was admitted with recurrent right popliteal vein dvt despite therapeutic anticoagulation. The filter was deployed at l1-l2 level and slightly lower with excellent final position. There were no complications and patient tolerate the procedure well. A CT scan the day of implantation noted the tip of the filter is at the l1-l2. Prior CT scans were noted in the report stating patient was positive for pe approximately 1 year 2 months prior to implantation, subsequent CT approximately 1 year prior to implantation and 6 months prior to implantation were negative for pe. Approximately 14 years, 7 months post implantation, patient underwent a CT scan. The impression of the scan showed the filter demonstrated normal alignment with the long axis of the ivc in the infrarenal level with no fractures of the struts. All six of the filter struts protrude 4-5mm beyond the ivc wall. An anterior strut at the 12:00 area as seen on axial CT scans abuts the posterior wall of the fourth portion of the duodenum. A strut in the 2:00 area abuts a branch from the right side of the abdominal aorta below what appears to be the main right renal artery and possibly representing an accessory renal artery to the lower pole of the right kidney. A strut in the 10:00 area of the filter appears to abut a vascular structure probably representing the right ovarian vein. Struts in the 4:00 and 6:00 areas on the filter a appear to abut the l2-3 lumbar spine at the adjacent to the l2-3 disc. Cholelithiasis without signs of acute cholecystitis. Common trunk of the celiac artery and superior mesenteric artery is a rate normal variant. Mild/moderate elevation right hemidiaphragm due to a broad based central eventration. Chronic grade 1 spondylolisthesis l5 on s1 and moderately advanced degenerative disc disease l5-s1. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 14 years, 8 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs. The patient also reports suffering from anxiety. Corrected data: brand name. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt)/ pulmonary embolism (pe), perforation of filter strut into inferior vena cava (ivc) wall, perforated organ and anxiety. The indication for the filter placement was a prior history of dvt and pulmonary embolism and recent admission with recurrent right popliteal dvt despite therapeutic anticoagulation. The filter was placed via the right internal jugular vein and deployed below the level of the renal veins. The patient reportedly tolerated the procedure well with no complications. A chest x-ray done post following the implant procedure noted the tip of the filter is at the l1-l2. Previous computed tomography (CT) scans were performed 6 months, 1 year and 14 months prior to implant. The first 2 exams were negative for pe while the last one at 14 months was positive for pe. Approximately 14 years and 7 months post implant, patient underwent a CT scan. The impression of the scan showed the filter demonstrated normal alignment with the long axis of the ivc in the infrarenal level with no fractures of the struts. All six of the filter struts protrude 4-5mm beyond the ivc wall. Struts were noted to abut the duodenum, a branch from the right side of the abdominal aorta below what appears to be the main right renal artery and possibly representing an accessory renal artery to the lower pole of the right kidney, a vascular structure probably representing the right ovarian vein, the l2-3 lumbar spine at the adjacent to the l2-3 disc. The patient became aware of these events approximately 14 years and 8 months post implant. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. The medical records noted a presumed congenital hypercoagulable disorder. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: deep vein thrombosis (dvt)/ pulmonary embolism (pe), perforation of filter strut into inferior vena cava (ivc) wall and perforated organ. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significate medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the patient has a history of dvt and pulmonary embolism. The filter was implanted after patient was admitted with recurrent right popliteal vein dvt despite therapeutic anticoagulation. The filter was deployed at l1-l2 level and slightly lower with excellent final position. There were no complications and patient tolerate the procedure well. A CT scan the day of implantation noted the tip of the filter is at the l1-l2. Prior CT scans were noted in the report stating patient was positive for pe approximately 1 year 2 months prior to implantation, subsequent CT approximately 1 year prior to implantation and 6 months prior to implantation were negative for pe. Approximately 14 years, 7 months post implantation, patient underwent a CT scan. The impression of the scan showed the filter demonstrated normal alignment with the long axis of the ivc in the infrarenal level with no fractures of the struts. All struts protrude 4-5mm beyond the ivc wall and abut structures. Cholelithiasis without signs of acute cholecystitis. Common trunk of the celiac artery and superior mesenteric artery is a rate normal variant. Mild/moderate elevation right hemidiaphragm due to a broad based central eventration. Chronic grade 1 spondylolisthesis l5 on s1 and moderately advanced degenerative disc disease l5-s1. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 14 years, 8 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs. The patient also reports suffering from anxiety.

Manufacturer narrative:
Additional information was provided and is available in: the implant date was confirmed to be accurate. The exact event date is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The catalog and lot numbers are unknown. The exact event date is not known. As reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: deep vein thrombosis (dvt)/ pulmonary embolism (pe), perforation of filter strut into inferior vena cava (ivc) wall and perforated organ. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significate medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. This event does not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. The patient is also reported to have a perforation of the ivc and of an organ(s). However, a clinical conclusion could not be determined as to the cause of the events. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: deep vein thrombosis (dvt)/ pulmonary embolism (pe), perforation of filter strut into inferior vena cava (ivc) wall and perforated organ. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significate medical expenses, and pain and suffering, and other damages.